Event description:
There were two cases, back-to-back. One was a total hip replacement and one a total knee replacement. 3m pads were used on the thigh. After the surgeries a baseball size/shape red area on the buttocks was discovered on the same side the pad was placed on. Silvadene cream was applied. For hip replacement: 1720159-2003-00032. For knee replacement: 1720159-2003-00033.